Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator had a touchscreen that was not working. It was unknown how the issue was found. No patient or user harm reported. The biomed brought the device to the shop and verified the problem. It was reported that none of the touchscreen buttons would work. The biomed then attempted to calibrate the screen in service mode, but the touchscreen was still not responding. The biomed then spoke with a service engineer and was provided with the touchscreen part number. The investigation is ongoing.

Manufacturer narrative:
It was clarified that there was no patient involvement when the issue occurred. The biomed reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.